Event description:
The patient reported that their implantable cardioverter defibrillator (ICD)  began to alarm in 2010. The patient further reported that the carelink transmissions did not go through. Additionally, the patient reported that following a car wreck, the device waschecked and "they said it was dead. Well not dead, dead, but that it needed to be replaced." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted (B)(6) 2008. (B)(4).